Manufacturer narrative:
Clarification suspect product: lot number 963/3. (B)(4). Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma® xc in their cheeks and chin. Two weeks later, patient was injected with 1 syringe of juvéderm® ultra xc in their lips. On the same day, the patient experienced possible vascular occlusion and slightly slower capillary refill. The patient was massaged and given 30 u of hylenex, followed by and 200 u of hylenex the next day. The event resolved with tissue a little slower to refill in less than 3 seconds and the oral mucosa and surrounding tissue becoming pink again.